Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, the insert trial broke when the inserter was removed after the insertion. After that the other trial was used.

Manufacturer narrative:
An event regarding crack/fracture involving a trident 0° insert trial 32mm was reported. The event was confirmed. The trident insert trial was returned in used condition and there were scratches, gouges and dents throughout the device. A portion at the top had chippped off from the trial. Examination of the returned device with material analysis engineer indicated that fracture consistent with an overload condition. Medical records received and evaluation: not performed as medical records were not provided for review. A device history review confirmed all devices accepted into finished goods conformed to specification. No other events were reported for the lot indicated. The event reported for the insert trial broke when the inserter was removed after the insertion. The visual inspection confirmed that there were scratches, gouges and dents throughout the device. A portion at the top had chipped off from the trial. Also,material analysis engineer indicated that fracture consistent with an overload condition. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During surgery, the insert trial broke when the inserter was removed after the insertion. After that the other trial was used.